Event description:
Customer reported the image intensifier grid fell off. Not pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier grid. System operates as intended.